Event description:
It was reported that the patient received an integrity bare metal stent implanted in the om2 artery. Since implantation the patient reports that he has been experiencing bad side effects of diarrhoea, itching, black and blue marks, and pimple-like appearance on the skin. The patient believes the symptoms are a result of his anti-platelet medications. The patient also went to a dermatologist who took a biopsy and believes fleas are causing the patient's symptoms. Information was received from the facility that the patient has been on and off many drugs, and the facility believes this might be the cause of the patient's symptoms as well.

Manufacturer narrative:
Evaluation results: (root cause is undetermined). Inherent risk of procedure (reaction). (No device received for evaluation). No results available since no evaluation was performed (device or procedural notes not returned for evaluation). Evaluation conclusions: known inherent risk of a procedure (reaction) . Unable to confirm complaint (device or procedural notes not returned for evaluation. ) (root cause is undetermined) . Device not returned. (B)(4).